Manufacturer narrative:
The customer contacted customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures. The customer found a leak in the diluent wash tubing at the probe wipe. Cts advised the customer to trim the end of the tubing and reconnect it, which resolved the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a fluid leak of unspecified volume from the probe wipe of a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.